Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, there was an error on the screen and did not allow for access. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an error on the screen and did not allow for access. A field service engineer performed to reboot the station, checked the configuration, checked the cables and connections, reseated the row board connections and confirmed with the customer that the issue had been resolved. The system functioned as intended after the field service engineer repaired the device.